Event description:
I was donating plasma at (B)(6). They took my blood and performed testing outside of scope of testing. They tampered with the blood pressure machine causing my readings to be extremely high even though my personal blood pressure machine showed normal levels. This was done maliciously to prevent me from being compensated for my donation and both of these organizations pay recovery homes money to send donors. Most of these donors are actively in addiction and are able to donate. The staff at these locations are not trained medical professionals. They lost blood and I had to have it drawn again. I suspect it wasn¿t lost but used for unauthorized testing as they were working with relatives of mine who have been actively violating health insurance portability and accountability act (hipaa).